Manufacturer narrative:
The customer reported that there was an alarm issue. They stated that the central nurse's station (cns) did not alarm for asystole or pause for a patient. They stated that the patient did not have a qrs complex a few times, and they gave examples of the length of time 9 seconds, 8 seconds, 3 and 31/2 seconds. They stated that one of the alarms they did get was extreme brady and stated that they have asystole set to 5 seconds. Event strips and logs requested for investigation. No patient harm was reported. Multiple patient receiver model: org-9110a sn: (B)(4).

Event description:
The customer reported that there was an alarm issue. They stated that the central nurse's station (cns) did not alarm for asystole or pause for a patient. They stated that the patient did not have a qrs complex a few times, and they gave examples of the length of time 9 seconds, 8 seconds, 3 and 31/2 seconds. They stated that one of the alarms they did get was extreme brady and stated that they have asystole set to 5 seconds. Event strips and logs requested for investigation. No patient harm was reported.